Event description:
A customer reported an undetermined malfunction on a flogard infusion pump. It is unknown during which process step this occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The reported malfunction was identified in the log and at power on as an f-38 alarm. The cause of this alarm code was determined be the force sensing resistors (fsrs) out of calibration. The fsrs were replaced to resolve the problem. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.